Event description:
Tortuous iliacs with focal stenoses in common iliac arteries were treated with balloon angioplasty. Contralateral pull wire caught on hooks and was resolved with a guide catheter. There was difficulty removing the delivery catheter through the ipsilateral limb due to stenosis. The handle was dismantled to facilitate successful removal of the delivery catheter. Wall stents were deployed bilaterally to improve limb flow.